Event description:
User reports receiving an erroneous gentamicin result for one newborn sample. Initial result gave 3.4 ug per ml, which was reported to the floor. The sample was repeated resulting at 1.2 ug per ml. User noticed the difference between results, and respond the sample. The sample was tested twice giving 0.8 ug per ml each time, and a corrected report was issued. It was noted dosage was delayed for one hour due to the erroneous result reported but was unknown if the newborn was adversely affected due to this delay.

Manufacturer narrative:
The field service representative indicated the customer suspects sample problem as the cause. Additionally noted he checked operation of the system and ran fp precision with no problems found.